Manufacturer narrative:
B5: product was returned for investigation. Exterior physical visual inspection: passed. Test transmitter voltage: failed. (0vdc). D9: device available from investigation. G6: follow up 002. H2: device evaluation. H3: yes. Device evaluation attached. H6 --10, testing of actual/suspected device

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported. Signal loss also occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.